Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. However the logfile shows tf401 and tf316 were triggered in pair since (B)(6) 2021. Various battery error was found and asked to check if there was any problem with the batteries. Vyaire medical advised to perform blower test and inspiration block valve test and requested log file and screenshots for further diagnosis and analysis. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 alarmed technical failure 401-inspiration and device leaky. At this time, there is no information regarding patient involvement associated with the reported event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical follow up with the customer for log file request but no updates received after several attempts. Therefore, no root cause has established. This complaint will be included with on-going trending analysis.